Event description:
Medsun report rec'd reporting breakage issues with use of hospira (B)(4) primary IV set and ag7394 intralock 3-way transparent stopcock. The medsun report states "...IV male connector end broke off inside close to the 3-way stopcock while changing tpn with very little finger force." Although additional information and device return were requested, as of this date there has been no response from the facility.

Manufacturer narrative:
Manufacturer's investigation: a review of the mfg. Lot build database for the reported lot 2563236 (mfg. Date 09/2012) shows 2400 units were mfg., tested, inspected and released. There were no exception documents generated during the mfg. Build cycle. A review of the complaint database for this list number/similar problem did not record any additional reports/investigations identifying a manufacturing or design related non-conformance. Record reviews - mfg. Lot build records and complaint database record analysis. Findings: the involved device(s) were not returned for analysis and investigation. Based on the reported event information there were no issues noted such as attachment/connection with the ag7394 3-way sc. The exact cause(s) of the reported IV tubing component breakage issue is unknown. The mfgers complaint team reviewed the reported incident/product issue. Monthly mgmt review of in-process assembly/quality trend reports identified no adverse trends or contributing issues for the applicable ag7394 components/sub assy builds.